Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot for the percuflex plus w/wire kit; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. The 2007 15-month percuflex plus w/wire complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted. The percuflex stent was not returned since it was implanted, therefore a product evaluation is not available. However, the guidewire from the kitted product was received and sent to the proper investigation site. A device history record review, product evaluation and complaint trend analysis are in progress for the guidewire.

Event description:
In 2007, it was reported to boston scientific corporation (bsc) that a percuflex plus stent and guidewire kit was used for a stent replacement procedure (patient age and gender is unknown.) During the procedure the bsc guidewire was used to assist in removal of a non bsc stent (manufacture bard). The original date of the non bsc stent implant is not known. Upon insertion of the guidewire into a ureteral catheter it was noticed that the guidewire coating had peeled away at the distal tip exposing the core wire. Once the non bsc stent was completely removed from the patient, the detached guidewire coating was found inside the tip of the non bsc stent. No remaining guidewire coating was seen in the patient. According to the complainant, no patient complications were sustained.